Event description:
It was reported by the rep that the (1) hp052 was used during an unknown procedure. It was reported that the electrical cover on the luke handpiece would not stay on. There was no consequence to the pt.